Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2 while taking a radial and not long into my fasciotomy the bisector stopped working.the tool failed to deliver energy. They waited a minute changed the power box, changed the small black adapter, and finally the cord with no change. The power setting on the power supply was at 3. They then opened a new kit and that fixed the problem. No adverse patient issues. No delay. No parts fell off.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, e3, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 06/08/2022. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away at the base of the heater wire due to normal clinical use. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No other visual defects were observed. An electrical evaluation was conducted.an electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed. The lot # 25162821 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.